Event description:
While in post-op from an endoscopic vein harvesting procedure, the pt expired due to bleeding complications. The endoscopic procedure was performed in 2003. The next day, when the leg bandage was removed, a large hematoma was observed between the upper and lower leg. The pt was returned to surgery to drain the hematoma. The pt developed further bleeding and was returned to surgery one day later. The pt was bleeding out of the vein stump and some small vessels. The surgeon closed the vein stump with prolene 3.0 suture and cauterized the small vessels. Pt received 15 transfusions and because of weak heart the pt expired.